Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor's lead exhibited high out-of-range shock lead impedance measurement ranging 90's to 100's ohms and reaches around 125 ohms. Boston scientific technical services (ts) discussed shock test however, no shocks were delivered to the device. Additional information indicated that there were no issues noted and the patient will be followed up at normal intervals. The cause of the observation was not determined. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.